Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 6.1, 2.0, 6.0, lab: 2.0. One patient, 3 fingersticks: 6.1. 2.0, 6.0; lab draw hours later = 2.0. Caller's staff nurse did the testing. Therapeutic range: 2.0-3.0. Site is now performing fingerstick on non-coumadin person on each box of strips. For ln 271721 the non-coumadin person resulted in inr = 1.1 twice.

Manufacturer narrative:
Investigation pending.